Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated and customer complaint was confirmed, the root cause for the problem was determined to be a damage in application specific integrated circuit (asic) chip. Sensor was removed from the patient and a new sensor was inserted.

Event description:
On 13 december 2019, senseonics was made aware of an instance where patient experienced high sensor temperature alert leading to sensor removal and replacement.